Event description:
It was reported that a patient presented with high defibrillation impedance noted on the patient's right ventricular lead. No intervention was performed and the lead will continue to be monitored. No adverse patient consequences were reported.